Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a loose drive support cap. The customer's blood glucose reading was unknown. The customer noticed that the dome label is missing. The customer stated that the drive support cap is sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, cracked battery tube thread, cracked reservoir tube lip, minor scratches on the display window and missing the end cap sticker noted.